Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator returned to its nominal settings from its programmed parameters during normal use. The generator was changed out. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device passed its incoming test and it was noted that it was in need of the recommended firmware update. The firmware was updated and the device passed all testing with no visual or electrical anomalies observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.